Manufacturer narrative:
Initially it was reported that there were 2 instances of this hazard/model number combination. Further review of records identified that one record was a duplicate. The number of occurrences summarized have been updated to reflect this.

Event description:
This report now summarizes 24 malfunction event, instead of 25.

Manufacturer narrative:
1 device that was originally coded as not made available by the customer was found that it was evaluated in the field and the issue was confirmed. Section h codes have been updated to reflect this. 1 pending device was not evaluated, as the issue was identified and resolved through communication/interviews with the user facility; no defect or malfunction was found. 5 devices that were pending was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. Section h codes have been updated. 1 device is still pending evaluation.

Event description:
This report now summarizes 25 malfunction event, instead of 30.

Event description:
This report summarizes 30 malfunction event(s), where it was reported the device experienced brakes or steer mechanisms which were difficult to engage or disengage. There was no patient involvement.

Manufacturer narrative:
The device that was pending was reported in error as the customer did not complain of an issue. Section h codes have been updated. Because of this, the number of reported events has been changed from 31 to 30.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 22 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 8 devices are pending evaluation. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 31 malfunction event(s), where it was reported the device experienced brakes or steer mechanisms which were difficult to engage or disengage. There was no patient involvement.